Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges excessive levels of chromium and cobalt in the blood resulting to pain, suffering, emotional distress and injuries involving medical expenses, personal and economic loss. Plaintiff is seeking compensatory for all the damages. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, the patient was revised to address aseptic failure of metal-metal conservative left tha, pain, high chromium and cobalt level. There was a small crack identified on the posterior trochanteric margin during revision. Fixed with 2 cerclage wires. Doi: (B)(6) 2007, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additionla narrative: added: h5, h7, h9.